Event description:
It was reported that during a da vinci surgical procedure, the pk dissecting forceps instrument was not able to move the expected radius. Turning the system on and off and replacing the adapter plate did not resolve the problem. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be loose at the distal clevis which may have caused the improper movement. Both cable crimps remained in the clevis. Failure analysis investigation also found the following damages: the instrument's pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The instrument's clamping pulley was corroded/contaminated. Upon removal of the housing, there was corrosion on the clamping pulley around the cable rail area however there was no loose clamping pulley screw found. Failure analysis concluded that the corroded/contaminated damage may be due to improper cleaning. The instrument's distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical/indentations burrs damage may be due to mishandling/misuse. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found.